Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.036.041; lot: 7749721; manufacturing site: (B)(4); release to warehouse date: september 01, 2016; expiry date: august 01, 2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were provided, and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Dates of implantation and explantation are unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address and phone number are unavailable. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on friday, (B)(6) 2018, the doctor found quality-related issues with a titanium (ti) locking screw. The doctor performed explantation surgery to remove the screw. Surgical outcome and patient status are unknown. This report is for a 5.0 mm ti locking screw w/t25 stardrive 60 mm for intermedullary (im) nails. This is report 1 of 1 for (B)(4).